Event description:
Additional information indicated that no chest x-ray was performed on this patient. Likewise, the patient was in the hospital for routine follow-up and all measurements were noted to be in range. The patient will be followed with remote monitoring system and if an out of range impedance measurement will happen for the next time, a lead revision will be discussed with the patient and will likely be planned. Product remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement which was detected via the remote patient monitoring system. Additional information indicated that all other measurements were in normal range. A lead fracture was suspected. Remote monitoring will be continued until the next scheduled follow up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.